Manufacturer narrative:
A service history evaluation/review was performed. The investigation of the complaint articles has shown that: the customer reported the item required calibration testing. The repair technician reporter the item failed calibration testing. The cause of the issue is unknown. The item was sent to the vendor for recalibration on (B)(6) 2017. The vendor repaired the item per the vendor work instructions. The device will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 21. The evaluation was confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: the previous service event for part number 03.231.018 with lot number(s) h088600-05 has been reviewed. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The manufacture date of this item is 28-jul-2016. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history record review was performed for part #03.231.018, lot #h088600-05: release to warehouse date: 28-jul-2016, supplier: (B)(4). No non conformance reports (ncrs) were generated during production; review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: after service and repair, the repaired device was received at customer quality. The device showed surface wear consistent with use in the field. No additional malfunctions were identified. Based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The component was re-calibrated and tested to operational specifications. No cause was observed; no manufacturing or design issues were noted. Corrected service evaluation: the returned device was not returned to the customer. The customer was be sent a replacement instrument. The complained device was be forwarded to customer quality. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent a trochanteric femoral nail advanced (tfna) procedure on (B)(6) 2016 for a right intertrochanteric fracture. It was reported that the initial surgery was difficult due to the type of fracture, described as a reverse oblique fracture with lateral trochanteric displacement. The patient was implanted with a tfna nail, helical blade and either 1 or 2 locking screws. It was reported that the surgery was completed successfully. Per the surgeon, a two week postoperative x-ray taken on (B)(6) revealed that the nail had slid approximately 1 cm on the helical blade. The helical blade remains in place in the femoral head where it was placed but the nail slid from the lateral to medial side. It was noted that the surgeon had specifically locked the blade in place so that there would not be movement. Per the sales consultant, he is concerned that the issue is either with the locking mechanism on the nail or the torque limiting handle. It was reported that the patient will continue to be monitored and that there is no further treatment planned at this time. Concomitant devices: helical blade (part# 04.038.295s, lot# h047448, quantity 1), locking screw (part# 04.005.522, quantity 1), locking screw (part# 04.005.520, quantity 1). This report is for one (1) 6nm torque limiting blue handle w/6 mm hex coupling. This is report 2 of 2 for (B)(4).